Event description:
The customer reported there was a one to two minute delay in completing the procedure. This complaint is for the video system center. The lightsource (clv-290sl) was reported on medwatch #3002808148-2023-07762.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The device is not expected to be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Name would not fit within the provided spaces: e1: address, establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the evis lucera elite video system center¿s image disappeared during the therapeutic endoscopic mucosal resection. Turning off the power and reconnecting the scope restored the image. There were no reports of patient harm.